Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of less than 70 mg/dl at the time of the incident. The customer used food, glucose tablets, and was given intravenous glucose to treat. The customer experienced symptoms such as seizures and a coma. The customer was wearing the insulin pump during the incident. The customer reported the pump had failed to work a number of times. The customer had sensor glucose versus blood glucose differences. The customer felt low, but the sensor glucose was reading at 122 mg/dl. The customer received no pump alarms and believes the pump over delivered. Nurses tested the pump and there were no issues with pump volume. Troubleshooting was completed but did not resolve the issue. The insulin pump, reservoir, set, and sensor will be returned for analysis.